Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line sensor requires repair, which was verified during evaluation. A review of the event history log identified air in line sensor requires repair as air in line messages. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump air in line sensor required repair. The event happened during testing at the biomed service. There was no patient involvement. No additional information is available.